Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. H3 other text : device not returned for evaluation.

Event description:
It was reported iin april 2020 there was an incident with air bubbles in line when drawing back. No other information was provided.